Manufacturer narrative:
Service was sent to the customer's location on 02/11/2016. The fse observed the loose pads in the instrument. The cause of the loose pads is unknown. The customer was able to run samples with no further issues. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported that 2 loose pads were found in the strip provider module (spm) of their ichem velocity system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.